Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was unable to complete the rewind sequence. Blood glucose value was 490 mg/dl. The alarm history showed multiple motor error alarms. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer's insulin pump appeared to continue alarming motor error. The customer agreed to have insulin pump replaced.

Manufacturer narrative:
The pump was received with currents within specification. The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the prime or excessive no delivery alarm tests due to the motor error alarm anomaly. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, a cracked reservoir tube, and a missing end cap sticker. The motor passed the motor test.